Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. The patient was hospitalized for atrial appendage occlusion. The physician suspected the patient went into ventricular tachycardia with no therapy being delivered by the device. External defibrillation was used. After the patient expired device interrogation revealed back-up vvi mode with no therapy available. Review of the device image revealed the device went into reset on (B)(6) 2015. On that day, there were several vt/vf episodes recorded and both atp and hv shocks were delivered. Each time, the hv therapy successfully converted the patients rhythm to sinus, but a new episode started almost immediately. There were eleven episodes in six minutes. On the last episode, the device reset and therapy was no longer available. The reason for the reset was not known, but suspected to be due to either the external defib or a decline in battery voltage. It was noted that the device was not interrogated while the patient was hospitalized. The last recorded interrogation was in (B)(6) 2014.